Event description:
Per the clinic, the patient experienced an infection at the implant site (date not reported). Subsequently, the patient was treated with oral antibiotics (specific date and duration not reported). However, the issue could not be resolved. The device was explanted on (B)(6) 2024 and the patient was reimplanted with another cochlear device on the other ear site during the same surgery.

Manufacturer narrative:
Device analysis report attached.